Manufacturer narrative:
(B)(4). If further information becomes available a follow up medwatch will be submitted.

Event description:
The hospital reported that the device was broken (the wire was cut when the doctor gripped the handle to clamp the artery.) During surgery and some pieces of ball bearings came off. All ball bearings (32pcs) were safely retrieved. The user went through CT to make sure there was no device remained in his abdominal. Device used on patient, no patient harm, medical intervention: yes: the user went through the CT, there was no user harm. Not reported to competent authority.

Manufacturer narrative:
(B)(4): device manufacture date: may 2009. One (1) cv1186 cosgrove flex qck-bend 86mm was returned as the complaint sample. The etchings on the sample were clear and legible: the lot code was displayed as e09 (may 2009). It was evident upon initial observations that the sample was broken apart into two pieces and the bead components separated from each other and were sent in loose in the complaint bag. The sample¿s pieces displayed a used appearance with signs of discoloration and usage marks like scratches, nicks, dings, marring and surface scuff marks were noted all over and particularly towards the working end of the sample and the handle holding end. Further initial visual inspections revealed, 32 beads were counted/returned; customer noted all the beads were retrieved. Other observations revealed, the metal lubrication tag that is normally attached to the finger ring handle was missing and not returned, one of the main broken body pieces were the handles and handle body and the other main broken piece was the cable wire broken from the handles end and attached to the jaws end. For testing purposes, the ratcheting of the finger ring handles were noted to be functioning normally, and the jaws at the working end had no tension due to the broken off cable wire. The sample was completely non-functional and no other functional tests could be performed. At 3 times magnifications, the failure mode was observed at the junction where the (clevis) threaded eye-fitting ends and where the swaged/brazed fitting on the cable begins. The break appeared to be of a shearing force, which left a burr in the threaded eye fitting. Closer inspections revealed the wound cable wire did not unravel from the helical shape. The break appeared to be a possible weak point where the brazed fitting is screwed into the threaded eye fitting, no corrosion was noted on the entire length of the cable. Further, visual inspections at 3 times magnifications revealed a clean break and slight discoloration as a result of oxidation was observed at the broken ends. It is unknown exactly how the failure occurred; the break displayed signs of a possible combination of shearing and ductile breakage, possibly by repeated-excessive twisting and crimping forces, that occurred during activation and clamping action as long term usage fatigue. These combined potential factors combine may have contributed to the failure mode. No other breakpoints, damages or signs of excessive forces were observed on the cable wire assembly. The rest of the sample was observed to be normal with no additional issues. Device history records for cv1186 from lot code e09 were reviewed: all work instructions were completed accordingly. Qa inspections were performed. No issues related to the failure mode were identified. Conclusion(s): based on the investigation of the returned sample and the reported failure/defect, the most probable root cause was determined to be mechanical overstress. Possible over-fatigue, excessive twisting and/or pulling forces may have caused the failure. It should be noted that the sample has been in use for over 8 years and additional factors such as any improper care, maintenance and/or lack of lubrication could have contributed to the failure mode. It should be noted that the IFU indicates several preventive measures and practices for the end-user. The instructions for use state that, 1. The cosgrove flex clamp should be inspected carefully prior to each use and during the cleaning procedure for any signs of unusual wear, cracking or corrosion. Inspect internal cable for kinking, fraying or any damage to the cable. Do not use if any irregularity is detected. 2. The instrument should be properly lubricated (milked) prior to sterilization. This will ensure smooth functioning of the device. 3. For future issues it is recommended to replace or repair the parts of other cosgrove flex clamp products, by sending to the authorized national repair center: prezio. At 1-800-392-6620, email: customerservice@preziohealth.com the swaged cable fitting is a replaceable item.

Event description:
Additional information received 05apr2018: the event date was (B)(6) 2018, the patient was male, 70's and weight unk, the patient's medical status after the event was stable, the device did break into the thoracic body field of the patient, the CT results determined there were no remains of the product in the patient's body which was done on the day after the procedure, the event was resolved by the device being removed from use and returned to bd for investigation. The procedure was and artery bypass which was able to be completed as planned.